Event description:
Healthcare professional reported right-side pain and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. Additional observations: observed deformation. Observed encapsulation on the surface of the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right-side pain and capsular contracture baker grade IV. Device has been explanted and replaced.